Manufacturer narrative:
One claris¿ amplifier was received for evaluation. Visual inspection revealed the front panel ports, chassis, and labels were free of physical damage. Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready and communicated with the test claris computer. The electro-cardiogram (ECG) and intra-cardiac (ic) signals were imported with an ECG stimulator to each channel and all the ECG and ic channels were observed and without observable electrical noise. The amplifier logs were pulled and inspected, and no anomalous logs were observed for the reported event date. The amplifier was then connected back into the display workstation active study and left on while observing the communications line for an extended amount of time. The logs for the day show no communication symptoms throughout the study session, however the system logs did show a bio board sequence symptom, which was due to the remote access (time match) when checking the logs. Based on the investigation and information provided to abbott, the reported event was not able to be confirmed as evaluation testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The cause of the reported communication issue remains unknown.

Event description:
During a supraventricular tachycardia procedure, the amplifier sporadically disconnected from the system and the procedure was canceled. The system was power cycled which did not resolve the issue and the case was cancelled with no consequences to the patient.